Event description:
Using a laparoscopic suction irrigator in a laparoscopic appendectomy. The irrigator was not at the time of incident; it was resting on the drape. Noticed the irrigator smoking so it was removed away from the patient, disconnected the suction tip, squeezed saline from a sponge on the area smoking and removed it from the field.